Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged conductor wire insulation at the yaw pulley, with the internal conductor wires exposed. Despite the damage, there was no fragmentation of the insulation, and the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection revealed no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.